Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an MRI, the user attempted to reconnect the ilet and repeatedly received an ¿unable to proceed¿ alert during cartridge and tubing change, including during a dry run, despite pump restarts and a new dexcom g7 sensor completing warmup. Symptoms included no adverse clinical symptoms and no effect on blood glucose. Outcomes included shipment of a replacement ilet and return of the original device. Investigation included guided troubleshooting over the phone, review of device function during dry run, and receipt and inspection of the returned device. Investigation of this case revealed a persistent pump alarm during the fill tubing process consistent with a malfunction preventing setup completion. It was concluded that the cause was a faulty motor train.